Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug for the event. The patient was recovered from the event and pd therapy was ongoing. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
The peritonitis occurred on an unspecified date "at the end of (B)(6) and beginning of (B)(6) 2021". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.